Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed over-sensing of noise resulting in inappropriate shock. The physician suspected rv lead fracture and rv lead insulation break as the cause of the issue. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.

Event description:
New information received notes that the right ventricular lead exhibited low defibrillation impedance.

Manufacturer narrative:
Additional information: h6: field should reflect additional information of low defibrillation impedance.